Manufacturer narrative:
(B)(6) (2026). A case of sternal lead dislodgement of an s ICD caused by obesity. (B)(6), presented at the 18th implantable cardiac device winter conference, (B)(6) 2026.

Event description:
It was reported per article of interest literature review that a woman in her 50s with sustained ventricular tachycardia due to prior myocardial infarction underwent subcutaneous implantable cardioverter defibrillator (s-ICD) implantation. The day after implantation, sternal lead dislodgement was detected. Considering the risk of pain, t wave oversensing, and infection, lead repositioning was performed. Initial implantation used the two incision technique. For the re-operation: the three incision technique was selected to improve fixation stability; under fluoroscopy, the lead position was confirmed directly above the sternum before anchoring; and postoperative lead stability was excellent. In this patient, obesity and breast tissue displacement were believed to have contributed to sternal lead deviation. No additional adverse patient effects were reported.